Event description:
Information was received reporting a system replacement due to "catheter issues" and the "patient needing a larger pump." Several attempts were made to follow up with the agent covering the issue, but no information has been received yet.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and was not returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Follow-up communication was received from the representative covering the issue. Representative stated that the patient had experienced a lack of pain relief due to a suture becoming wrapped around the catheter.